Manufacturer narrative:
Manufacturing site: (B)(4). The ultimatebros 3 guide wire with its tip fragment was returned for evaluation. Location of the fracture was on the core shaft near the proximal solder (that holds the coil on the core shaft) set at 115mm from the tip. The fragment was approximately 118mm long. Observation by scanning electron microscope (sem) found that both fracture ends had stepped fracture surface and circumferential cracks were on the shaft, indicating repeated bending stress had cause the observed fracture. The two fracture surfaces were corresponding to one another. Measurement of the returned guide wire suggested the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event from either lot. No other similar product experience report was received from either lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation had most likely contributed to the observed fracture on the returned ultimatebros 3 guide wire. The applied stress would localize and therefore exceed the product design limit due to tortuous anatomy. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi ultimatebros 3 guide wire had detached during a percutaneous coronary intervention (pci) to treat a moderately tortuous, moderately calcified, chronic total occlusion (cto) in the right coronary artery (rca) #1. The guide wire was retrogradely advanced with an asahi corsair pro microcatheter via the left anterior descending artery (lad) into a septal channel. After use, both devices were removed together when a fragment of the guide wire was found left in the artery. Another guide wire was delivered to entangle the fragment and it was successfully removed. The pci was then terminated and another pci was considered later. There were no adverse patient effects associated with this event.